Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of "does not recognize when door is locked" was reproduced as a "door not fully latched' alarm. A review of event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper link switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a closed door. This was further reported as "does not recognize when door is locked". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.